Event description:
The customer reported that during a bowel resection, the device could not be re-opened while applied to tissue. The blade was in the fully deployed position on thick small bowel mesentery. Another device was used to free the jaws of the device from the mesentery. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.